Event description:
Healthcare professional (hcp) reports multiple cracked headers during patient treatments while using the CT 190g dialyzer. The disposables are replaced and the patient treatments were continued without incident. Estimated blood loss of 150cc reported. All dialyzers are reported to be reused, however the exact reuse numbers are unknown. Hibiclens has been identified as the handwashing agent used at this center. The hcp reports no patient injury or need for medical intervention with these incidents.